Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the iodine swabsticks were missing from the urethral catheter tray.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. The labeling currently addresses potential risks for this event. A potential root cause for this failure mode could be "adhesive properties (strength degradation)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the iodine swabsticks were missing from the urethral catheter tray.